Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for spinal pain. In (B)(6) 2015, the patient experienced increased pain 6 weeks after implant. On an unknown date, the expected reservoir volume (erv) was 4 and the actual reservoir volume (arv) was 13. The patient experienced underinfusion. On (B)(6) 2015, a dye study was performed and they were not able to aspirate from the catheter access port (cap). On (B)(6) 2015, the patient had a catheter replacement and everything resolved. It was reported that the catheter was possibly too long and became twisted around the patient's pump. When the physician untwisted it, it became patent again. However, since the physician wasn't sure if there was any damage or other issues, he elected to replace the entire catheter. Additional information has been requested regarding patient's medical history and concomitant medications, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.